Event description:
The customer reported that during a coronary artery bypass grafting procedure the pencil self activated. There was no pt injury. The procedure was finished with another pencil so the problem had no impact on the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.